Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain and unspecified complications. Additional information received in patient's medical records indicated that patient underwent an irrigation and debridement procedure on (B)(6) 2007. Patient underwent a revision procedure on (B)(6) 2012 due to infection. Operative reported noted pain and a loose acetabular cup. All components were removed and replaced with competitor cement spacer molds. Patient was reimplanted on (B)(6) 2012 with competitor product. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicate that patient underwent antibiotic treatment along with I & d procedure on (B)(6) 2007, 6 weeks post op due to infection. Additional information with invoice review revealed patient underwent a total hip arthroplasty on (B)(6) 2005, on an unknown side.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-01419, 2015-00357 / 00359).